Event description:
The customer's mother reported on (B)(6) 2014 at 8:07 pm her son activated a new pod and (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history is as follows: at 7:51 pm the pod was deactivated and she noticed the cannula is bent. The adhesive pad was wet and she could smell insulin on his skin. He was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.